Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. The patient noted that they were using a transcutaneous electrical nerve stimulation (tens) unit at the time of the reading. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible cause. It is unknown if the patient was brought into the office for testing. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.